Event description:
I was using the omnipod 5 for insulin delivery. I noticed the need for repeated bolus applications and my sugar was not coming down. That day, my average sugar was 236 after using 60 percent of insulin through bolus and 39 through the basal rate. Later that evening I realized the pod was wet and coming off. The tape was no longer holding. I had chemical burns on my skin in the shape of the pod. I did not seek medical attention and treated the wound myself. I am now healed.